Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Programming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Programming options were discussed and recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced, while the pacemaker remains implanted. No additional adverse patient effects were reported.